Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
It was reported that the patient's surgeon stated that the floating mass transducer was not on the round window. He also stated that the patient had abnormal anatomy of the cochlea. The patient showed very limited benefit in an aided condition via sound field per the patient's audiologist. A revision surgery under general anesthetic is due to be carried out on (B)(6) 2012.